Event description:
It was reported the physician experienced difficulties passing the guidewire through the dilator. When the dilator was removed from the patient and examined, a piece of loose material was noted in the tip. The material looked like a piece of the dilator. There were no reported consequences to the patient.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4)2010. Date the initial reporter provided the information to the manufacturer: (B)(6)2010.